Event description:
The initial reporter stated they received a questionable result for one patient tested with coaguchek xs plus meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 1.8 inr. At an unknown time on the same day, a sample from the patient was tested using the meter, resulting in a value of 2.3 inr. When collecting a sample from the patient for meter testing, the second drop of blood was used for the measurement. Correct handling was communicated with the customer. It was asked, but it is not known which value was used for patient therapy. The patient's therapeutic range was requested, but not provided.

Manufacturer narrative:
The customer's test strips were requested for investigation. The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range = 2.4 - 3.0): qc measurement 1 = 2.6 inr, qc measurement 2 = 2.6 inr, qc measurement 3 = 2.6 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."